Event description:
Customer reported via phone, the insulin pump has delivered 24.7 units of insulin by pressing the down arrow three times. Customer ate and was able to get his blood glucose up. Customer was advised the device need to be replaced and he agreed to return it for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.